Event description:
It was reported that during a procedure to treat a lesion in an unknown vessel, a 2.5x12 rx trek dilatation catheter was used and a balloon rupture occurred. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The definitive cause for the reported balloon rupture could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returned. A follow up report will be submitted with all additional relevant information.